Event description:
Ed nurse started IV on patient, bd nexiva 18gauge. Once access was obtained,the end of the catheter where the needle retracts did not seal allowing blood to leak out of the system. There was no injury to the patient or nurse. IV catheter was then immediately removed and a new one used to start IV. Ref# 383539, lot# 6174745 exp 5-31-2019.